Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another battery and the device would not power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.